Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check cs100 intra aortic balloon pump (iabp) was not getting switched on. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine & found machine was not switching on. Further checked & found power supply of the machine was defective. Then replaced the power supply of the machine from customer stock & again checked & found now machine is working ok. Performed all tests. All tests passed. Equipment handover to customer in good working condition.